Manufacturer narrative:
The complainant was unable to provide the upn number and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was used prior to the expiration date. Reported issue of stent blocked/occluded. Reported issue of stent migrated. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2011-03263 and 3005099803-2011-03189 for the associated device reports. It was reported to boston scientific corporation that two wallflex esophageal fully covered stents were removed from the patient's esophagus during a planned stent removal procedure on (B)(6) 2011. According to the complainant, approximately three months prior to this procedure, the patient was being treated for a benign esophageal fistula. A wallflex esophageal fully covered stent (manufacturer report # 3005099803-2011-03263) was implanted within the patient's esophagus to cover the fistula. During a follow up procedure, prior to the stent removal procedure, it was noticed that the fistula was leaking and the stent had migrated. In the physician's opinion, the migration was due to no growth or stricture to hold the stent in place. A second wallflex esophageal fully covered stent (manufacturer report # 3005099803-2011-03189) was subsequently implanted proximal to the first stent, but partially resting on the first stent, in an attempt to cover the leaking fistula. On (B)(6) 2011, after the fistula had healed, the physician found that the second wallflex esophageal fully covered stent (manufacturer report # 3005099803-2011-03189) had migrated halfway into the first stent. The physician was able to remove the second stent without any complications. Upon removing the first wallflex esophageal fully covered stent (manufacturer report # 3005099803-2011-03263), the physician noticed tissue ingrowth through the stent cover. After consulting with a surgeon, the physician removed the stent from the patient. There was some light bleeding due to the tissue ingrowth; however, the bleeding subsided on its own and no further treatment was provided. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure. It is important to note that this device was not used per the directions for use (dfu). The dfu states that the wallflex esophageal fully covered stent system is "intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only ... And indicated for occlusion of concurrent esophageal fistulas." However, according to the complainant, the stent was used to treat a benign lesion.